Event description:
Customer reported that a patient returned with an infection at an unspecified time following hernia repair with mesh implant. The site was irrigated with saline and bacitracin.

Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.